Event description:
Rn at bedside to do hourly checks and found PICC line had completely snapped at distal end of PICC line near IV connection site. Catheter removed without difficulty and measured appropriately at 21cm. FDA safety report ID# (B)(4).